Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. During the eval of the returned sample, the returned catheter could not be pulled through the returned sheath. The balloon is slightly bunched up at the distal tip and the shaft is stretched. The reported complaint appears to have been caused due to trying to remove the balloon through the sheath before it was completely deflated causing the shaft to stretch. This is believed to be the cause of the complaint since the balloon catheter was inserted through the 5f sheath without difficulty and the bunching of the balloon at the distal tip usually occurs when the balloon is pulled back through the sheath before it is completely deflated. Prior to release, the balloons are 100% inspected. During this process, every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following is stated in the instructions for use in reference to this complaint type: the instructions for use states: caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Before removing catheter from sheath it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. (B) (4) - 7x4x120 is rated for 14atm, 5f sheath. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not grater than usual.

Event description:
Physician used the balloon for an angioplasty. Began to deflate the balloon (wasn't completely deflated) and attempted to pull the balloon out of the sheath at the same time. The balloon would not fully deflate and was stuck inside the pt. The physician then moved the balloon more distal and inflated again. When he tried to deflate again the balloon would not deflate. After a couple of minutes, he was able to get the balloon to deflate enough to remove from the pt.